Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing information. It was noted there were asystole episodes recorded with apparent undersensing of r-wave seen on the ECG.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited oversensing, which detected atrial fibrillation (af) and undersensing, which detected asystole. It was noted there was also a "loss of contact patterns." The icm remains in use. No patient complications have been reported as a result of this event.